Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy in two episodes. Eight inappropriate bursts of anti-tachycardia pacing (atp) were delivered and two inappropriate shocks for an atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the data and noticed that there was undersensing of the atrial fibrillation (af), as a result, the device interpreted the ventricular activity as greater than atrial activity and triggered therapy. Ts recommended reprogramming options. No additional adverse patient effects were reported. This device remains in service.